Event description:
It was report during implantation of the lead, the physician had a problem with the helix. The lead was not used. No patient complications have been reported as a result of this event

Event description:
It was report during implantation of the lead, the physician had a problem with the helix. The lead was not used. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: changed operator code. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the distal conductor was distorted, the defib conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the helix was distorted/bent, there was blood in/on the helix, and the lead was damaged at implant. The helix is stretched out of specification, damaged at implant. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.